Event description:
The reporter stated that he had received the er1 message one or two months ago during a time when his readings were high due to medication, unrelated to diabetes. He stated that he had retested after the er1 messages and had gotten a number value. He said that he had not had a change in treatment, or medical intervention.